Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about 2 weeks after implant the patient's therapy stopped working or helping the way it had when first implanted. The patient's healthcare provider stated they must have moved or done something that may have pulled the lead away from their sweet spot.  The patient was scheduled for revision surgery to put in paddle leads. The patient quit charging and quit using the device because of the mentioned issue and the ins went into hibernation mode. The controller showed no device found for the last couple of months. The patient called to receive assistance to charge their ins before their revision surgery. On the call, the patient went through passive recharge mode. The patient was then able to get to a normal charging screen. It was confirmed they were able to get to the normal charging screen and it showed excellent recharge quality.